Event description:
The customer reported that a posterior capsule tear occurred during a procedure. The customer declined to give additional information regarding the event and the patient.

Manufacturer narrative:
A company service representative visited the site and examined the legacy system. The system met specifications and no problems were found.